Manufacturer narrative:
Unique identifier (UDI) number received.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The reported issue was confirmed and the representative replaced the network bulkhead connector. The issue resolved. A full system checkout was completed after part replacement and all tests passed. The connector was returned to the manufacturer for evaluation. After functional and visual/physical examination of the returned part, no fault was found. The returned connector was found to be in good condition with no apparent physical damage. The connector then passed a continuity test with no opens or shorts detected. The cause of the issue could not be confirmed.

Event description:
Information was received from a health care professional via manufacture representative about a navigation system used in a scaroiliac thoracolumbar procedure. It was reported that the images would not autotransfer from the imaging system to the navigation system. The site tried to manually push them with no success. The site then brought in a different imaging system, took another spin and that image did not auto or manually push to the navigation system. The site then brought in another navigation system and the images were transferred manually. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: dose information not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv (negligible). 1 - patient total number of people in or unknown. (B)(6) hospital. If information is provided in the future, a supplemental report will be issued.